Manufacturer narrative:
The field service engineer (fse) replaced the stat probe tubing and coded as replaced for troubleshooting; additionally, the stat syringe was adjusted/aligned and cleaned. Both actions were considered to be likely causes for the observed imprecision. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the fse replaced the stat probe tubing and adjusted/ cleaned the stat syringe. The architect stat troponin-I package insert provides information for sample handling, interpretation of results, and performance characteristics, including a precision claims of < and = 10%. The precision of the replicates provided by the customer fall within the performance claims of the assay. The architect system operations manual provides information regarding maintenance, component replacement, limitations of result interpretation, and troubleshooting the reported issue. A review of a 12 month search for similar complaints identified no adverse trend of the stat probe tubing. A review of the (B)(4) tracking and trending data revealed no systemic issues or adverse trends associated with the erratic result issue described in this complaint. The complaint investigation information does not reasonably suggest a malfunction of the stat probe tubing or the syringe caused the positive high sensitive troponin-I results. The issue was resolved through normal troubleshooting, which included replacing the stat probe tubing and adjusting/cleaning the stat syringe. Based on the investigation performed neither a deficiency nor a malfunction were identified.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account provided additional information regarding the first patient sample, ID (B)(6), that the positive architect high sensitive troponin-I results were considered to be incorrect. The account provided additional information regarding a second patient sample ID (B)(6). The account stated patient ID (B)(6) generated positive architect high sensitive troponin-I results (36.3, 35.2, 35.8, 37.9 pg/ml) but initially generated negative architect high sensitive troponin-I results on a different architect analyzer. The positive architect high sensitive troponin-I results were considered to be incorrect. The account uses a male cutoff of 34.2 pg/ml for high sensitive troponin-I. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The account generated discrepant architect stat high sensitive troponin-I results on a patient sample processed on architect i2000sr. (B)(6) is a male who generated both positive (36.6, 35.3, 39.1, 39.3 pg/ml) and negative (33.6 pg/ml) architect stat high sensitive troponin-I results. It is unclear what are the correct/expected results for sample (B)(6). The account uses a male cutoff of 34.2 pg/ml for high sensitive troponin-I. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However no systemic issue and/or product deficiency was identified.